Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic assisted radical resection of rectal cancer, when the device was opened and used for endoscope, the staples could not be fired. Another reload was opened but the device still could not be fired. To complete the case, the device was replaced with a new one and the surgery went smoothly.